Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 997 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime test. It was stated that the customer may have had elevated blood glucose levels due to not changing the infusion set when it was time for change. The customer later called to report that he was in a car accident while wearing the insulin pump. The customer's doctor requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.